Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had issues with faulty infusion set, the cannula was sealed or crimped at the bottom this lead to diabetes ketoacidosis went to the emergency room. Customer also reported about error alarms which were later resolved. Customer's blood glucose value was 74mg/dl. Insulin pump will be returned for analysis.